Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection. The device was reported as discarded. As the lot number was not reported, a review of the lot history record could not be performed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with the reported event and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, during the deployment of the thumb advancer, it became locked halfway through. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.